Event description:
The patient confirmed that the device that fractured was a competitor product. As this is not a stryker owned device, an investigation will not be performed and a report is not needed.

Manufacturer narrative:
Further investigation has found this to be a non-stryker device.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that a patient has an unknown stryker rod fracture 3 years post-op spinal fusion surgery. Further information about this event is unknown at this time.